Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06535. Concomitant medical products ¿ persona anterior referencing cut guide size 10 catalog # 42509908568, lot # 62229581. This device has not been returned for analysis; however, an investigation has been initiated. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while removing the cutting block, the left trocar drill pin was stuck and could not be removed by hand with the pin puller. Later, a battery powered wire driver was used to remove the pin and ended up damaging the left fixation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned cut guide identified burrs in the posterior cut slot and in the left fixation hole. Scratches and other wear marks indicative of repeated use were also noted. Some discoloration was noted around the etched ce mark and part number. Material analysis of the discoloration identified foreign elements. The source of these foreign elements identified in the residue could not be determined as they could be contaminants from various sources such as biological materials, blood, bone tissue, and or other contamination. The drill pin was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided as the frequency and conditions of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.